Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip and missing reservoir tube retainer. Unable to perform displacement test and reservoir unable to lock into place due to missing reservoir retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that rim area of the reservoir compartment had cracks and missing pieces and experienced high blood glucose level. The customer¿s blood glucose level was 23 mmol/l. The customer was assisted with troubleshooting. Customer stated that o ring is unable to lock in place when inserted into pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.